Event description:
The following information was reported to gore via a field sales associate and a conference presentation: the patient was an 11-year-old girl. Multiple surgeries were performed for congenital heart disease. Aorto-pulmonary collateral arteries, through which blood flows from the arterial system into the pulmonary circulation, were markedly developed, and multiple coil embolization procedures were performed to stop their blood flow. However, hemoptysis recurred thereafter, so covered stenting of the left subclavian artery (lsa) where the collateral arteries were significantly developed was planned. For the lsa with a minimal diameter of 5.0 mm, a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device, 6 mm x 5 cm) was delivered and implanted distal to the left vertebral artery bifurcation using a 0.014-inch guidewire under general anesthesia. Post-dilation was performed using a 6 mm balloon. Intraoperative angiography showed leakage into the collateral arteries even after vsx device placement. Postoperative dual anti-platelet therapy (dapt) was initiated with clopidogrel and aspirin but was discontinued due to persistent hemoptysis (aspirin was discontinued 18 days after and clopidogrel was discontinued 6 months after the procedure). The collateral blood flow volume was unchanged and covered stenting was ineffective. Vsx device occlusion occurred 8 months postoperatively. Since the effect on the upper extremity¿s arteries was considered small and the patient did not complain of any symptoms, no treatment was given and the patient was placed on observation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.